Manufacturer narrative:
Visual analysis was performed on the returned product. The reported barewite tip damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported barewire tip damage and the torn dc pod that was noted on the returned unit. Although it was reported that the difficulty occurred during preparation, returned device analysis noted blood in the device. Attempts to obtain additional information were unsuccessful; therefore a cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na

Event description:
It was reported that after preparation of the emboshield nav6 embolic protection system (eps) step by step, the device was removed from the tray. The wire was being molded and a wear [defect] was noted on the tip. There was no reported device use or patient involvement. A new device was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis found that the device had been inserted and that the delivery catheter (dc) pod was torn and the barewire was broken.